Event description:
It was reported that the handpiece overheated during a surgical procedure. A back-up device was used and there was no delay. There were no adverse consequences to the pt or the user. The case was completed successfully.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.